Event description:
(B)(6) 2024. Was there any impact to the patient? Was there any harm or serious injury? No to both questions.

Manufacturer narrative:
Additional information received on 26 aug see describe event or problem e/f codes updated. Evaluation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot 4066998 regarding item #381434. The DHR for lot 4066998 was reviewed. Subassemblies lot 4066998 material 700iags34 was built on afa line 1 from 12mar2024 through 16mar2024. Final lot was packaged on pkg line 8 from 15mar2024 through 17mar2024 for a total quantity of (B)(4). No related quality issues or process deviations were found. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4066998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard needle pierces the catheter. The following information was provided by the initial reporter: ¿when they hit the retract needle it pokes through the plastic angiocath.¿ catheter was unusable.